Event description:
Dealer has rehab shower commode chair, possible model 6895. The issue is with the wheel locks. The dealer states that the ribbed horizontal piece that runs parallel with the frame that the brake pivots on has a channel that traps the nut that hold the pivot bolt. After 6-8 uses, the handle is loosening to the point that it falls off.